Manufacturer narrative:
Device evaluation: "device photograph(s) for the device related to the reported event of rupture, silicone migration, lymphadenopathy and seroma-late, was reviewed on (B)(6) 2021. Visual analysis of the photographs identified; an opening, and red biological tissue. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, b.6, g.2, h.6. The events of "silicone lymphadenopathy" and "presence of fluid" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "snowstorm sign," lesion, "silicone lymphadenopathy, right axilla," and presence of fluid.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's husband reported right side rupture. The device has been explanted.